Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully.